Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-00192 and 3005099803-2012-00215 address these devices. It was reported to boston scientific corporation that two resolution clips were used on (B)(6), 2012 during a colonoscopy. According to the complainant, after grasping tissue, the clip was deployed, but it failed to release from the delivery catheter. The clip was pulled from the tissue and withdrawn from the patient. A second resolution clip was used, but the same issue recurred; the clip failed to release and was pulled from the tissue. However, while withdrawing the second device, the clip separated inside the scope. The clip was pushed out of the scope, and then the procedure was completed using a third resolution clip. There were no patient complications reported as a result of this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
A visual examination of the returned device found the clip assembly fully deployed and not returned. Additionally, a kink was present in the control wire.the complaint of failure to release was not able to be confirmed since the device was received with the clip assembly fully deployed. However, the event may have occurred due to anatomical/procedural factors which limited the device performance as evidenced by the kink in the control wire. Therefore, the most probable root cause is operational context.a review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-00192 and 3005099803-2012-00215 address these devices.it was reported to boston scientific corporation that two resolution clips were used on (B)(6), 2012 during a colonoscopy.according to the complainant, after grasping tissue, the clip was deployed, but it failed to release from the delivery catheter. The clip was pulled from the tissue and withdrawn from the patient. A second resolution clip was used, but the same issue recurred; the clip failed to release and was pulled from the tissue. However, while withdrawing the second device, the clip separated inside the scope. The clip was pushed out of the scope, and then the procedure was completed using a third resolution clip.there were no patient complications reported as a result of this event. The patient condition was reported as fine post procedure.